Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/31/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the gray intact silicone insulation or the intact heater wire. The black shaft of the harvesting device was observed to be slightly bent at the center of the shaft. No other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent shaft" was confirmed. The lot # 3000379282 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they attempted to lift the vasoview hemopro vh-3500 wand piece over the light cord connected to scope. When they did this it bent the disposable piece where it couldn¿t be inserted into cannula again. They opened another hemopro to finish the case. No delay in case. No patient was hurt.